Event description:
Device 1 of 3. Reference manufacturer report # 1627487-2010-01050. Reference manufacturer report # 1627487-2010-01051. The pt received her scs system consisting of a neurostimulation receiver and two percutaneous leads on (B)(6) 2004. It was reported on (B)(6) 2008, that the pt was experiencing some loss of stimulation and loss of pain relief. The physician explanted the receiver and leads on (B)(6) 2008 but did not re-implant another system. The explanted receiver and leads were returned to ans for analysis. Follow up on the pt found no further issues reported. No further info is available.

Manufacturer narrative:
Evaluation: method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Receiver passes all functional testing after terminal end of a lead was removed from the lower port. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in a response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.